Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an infection. A revision surgery was performed, during which the device was removed. There were no further patient complications.